Event description:
It was reported that the pt had high levels of metal ions in the blood and a revision surgery is needed. No info about the revision status.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. An allergic reaction can be an inherent post-operative side effect as stated in zimmer's IFU ((B)(4)). This is unfortunately pt dependant and can occur with a low percentage rate with all kind of metal on metal based products. The specific device has not been returned for review as it remained in the pt. A product failure is very unlikely. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further correction measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).